Manufacturer narrative:
(B)(4).

Event description:
Procedure type: segmentectomy. According to the reporter: male pt who presented a lesion in lung with nodule of possible malignity. Surgeon informs that during the thoracoscopy in order to biopsy the affected lung segment, they observed that the nodule was not very deep or central, indeed it had a peripheral location and there was not too much tissue. But when going to perform the first shot in order to cut the parenchyma and remove the nodule, a sound was heard as if the device had broken. This caused the firing not to be completed, either the stapling, or the stapling line. There was poor staple formation. So they performed a second and third firing and the same happened. So they decided to perform a thoracotomy to finish cutting the module using a gia80 3, 5. The analysis showed to be a adenocarcinoma so they performed the lobectomy. Due to the issues experienced there was more than 30min delay. The incision was extended more than 2.5 cm. There was less than 500 cc bleeding. The endoscopy surgery was reconverted in an open one. Pt was discharged some days after the surgery. There was no bleeding reported in excess of 500cc. No reinforcement material was used.